Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl. At the time of incidence. Customer's mother assisted to troubleshoot low blood glucose level. Customer reported that the they also had issue of stuck button. The insulin pump will not be returned for analysis.